Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; stylus cursor would skip in several places on the screen. Overlay/bezel assembly found out of electrical specification. Analysis also found the upper case was cracked by handle. And the lower case was missing a rubber foot. (B)(4).

Event description:
It was reported during a patient check the display recognition did not align with the touched point of the touch pen. A different programmer was used. The programmer was returned for repair and calibration. No patient complications have been reported as a result of this event.